Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, he was weak and nervous while getting high egv on the dexcom receiver, his bg was an unspecified low value. He went to the emergency room (ER) for medical assistance at around 9:00 pm. At the ER, his sugar was measured low (unspecified value) while cgm was 100 mg/dl higher. Treatment and management of hypoglycemia was not provided. He felt fine after resting and was discharged on (B)(6) 2026 at around 2:00 am. The cgm stayed inaccurate, so he replaced it when he got home. It has been reported that there was a difference in readings of 100 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.